Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders did not cross over from epic to pyxis. A technical support specialist dialed the server, and no issue was found on the server. All messages were found to be current. The system functioned as intended after a technical support specialist troubleshot the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server had the orders did not cross over from epic to pyxis. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.